Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported issues with his daughters insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 238 mg/dl. The insulin pump will be replaced. Nothing further reported.